Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low and the cause was not reported. Food was consumed to address low bg. The customer did not provide further information regarding the event.